Event description:
This case was reported by a consumer and described the occurrence of addiction in a (B)(6) female pt who rec'd breathe right nasal strips for a breathing problem. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced addiction. This case was assessed as medically serious by (B)(4). At the time of reporting, the outcome of the event was unk. Consumer stated "I am addicted to these nose strips and it's amazing how much easier it is for me to breathe." Breathe right nasal strips are manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).